Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) levels of 50 mg/dl, disorientation, lightheaded, and shaking. Reportedly, for one instance customer overcorrected for a prior bg level. Reportedly, customer required assistance from parent to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.